Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient faced infusion set tubing came apart event on (B)(6) 2026. The blood glucose level was 306 mg/dl at the time of hospitalization and patient was treated with correction bolus. The insertion site was abdomen. Location of detachment is reservoir connector. Infusion set tubing came apart while patient is sleeping. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.